Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd glass was scratched, broken filament in the light guide bundle, failure of the universal cord and failure outer tube distal end glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to universal cord fractured at the base, the ccd glass was scratched, there were black shadows in the image, and there was a broken filament in the light guide bundle. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark image. The issue was observed during set up/inspection for use. There were no reports of patient harm.